Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer changed the battery, and the alarm did not persist. The customer further stated that when she went to enter in her blood glucose, the insulin pump numbers scrolled on their own. The customer's blood glucose was previously 408 mg/dl. The customer stated that she felt fine at the time of the call. The customer stated that the insulin pump had fallen and banged against things. Troubleshooting for the no delivery could not be done because the alarm had been resolved by a battery change. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.